Event description:
It was reported that during a laparoscopic cholecystectomy, the doctor was using the back of the blade to resect tissue with the blade closed. The tissue pad, from distal to proximal, formed a carved line in it. The doctor received an error 5 instrument error after its usage. The doctor tried a second device and the device immediately received an error 5 instrument error. The doctor decided to use another device to complete the case with no pt consequence.